Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caregiver of the patient reported that they have been taking care of the patient for 4 years, and when the daughter of the patient called them to help, the patient was one week away from dying of starvation. It was stated that they hadn't taken the patient down to eat in "over three years" and the implanted devices were shut down. According to the caller it took 4.5 months to get back to where they could get the device functioning. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.